Event description:
It was reported to boston scientific corporation on january 24, 2017 that a wallflex duodenal stent was to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was placed to treat a malignant stricture in the common bile duct. Reportedly, the patient's anatomy was tight and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was deploying the stent when it deployed quicker than he thought it would. The stent was deployed prematurely and was not in the correct location. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Corrected information received on february 15, 2017: the correct anatomy location of the procedure was the duodenum.

Manufacturer narrative:
Investigation results: a wallflex duodenal stent and delivery system was returned for analysis. The stent was received not deployed. Visual evaluation found no issues with the returned device. Functional evaluation found that the stent was possible to deploy. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident that the stent deployed prematurely. There was no evidence of either the alleged issue or any defect which could have contributed to the event. Therefore, the most probable root cause could not be confirmed. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on january 24, 2017 that a wallflex duodenal stent was to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was placed to treat a malignant stricture in the common bile duct. Reportedly, the patient's anatomy was tight and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was deploying the stent when it deployed quicker than he thought it would. The stent was deployed prematurely and was not in the correct location. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Corrected information received on february 15, 2017: the correct anatomy location of the procedure was the duodenum.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. If the device is received, upon completion of the failure analysis of the complaint device, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex duodenal stent was to be used in the common bile duct in an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2017. According to the complainant, the stent was placed to treat a malignant stricture in the common bile duct. Reportedly, the patient's anatomy was tight and had not been dilated prior to stent placement. According to the complainant, during the procedure, the physician was deploying the stent when it deployed quicker than he thought it would. The stent was deployed prematurely and was not in the correct location. The stent was removed using forceps and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.